Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device may have a premature battery depletion. It was also thought that the battery data conflicted with the longevity estimation. The device remains in use. No patient complications have been reported as a result of this event.